Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colectomy procedure, the stapler locked during the surgery, needing to be replaced. According to the medical report: I hereby inform that the use of the circular stapler number 29 was impossible due to mechanical problem. There were no patient consequences reported.